Event description:
It was reported that the patient underwent a revision procedure of the indirect decompression spacer. The patient did not report any symptoms, however, the physician wanted the spacer to be placed in a more anterior position. The spacer was repositioned successfully and the patient is doing fine post-operatively. No further information has been obtained regarding the model and lot number of the spacer despite good faith efforts.